Manufacturer narrative:
Cloud data from the user for the period of 24oct2025-04nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the sensor the system was paired with encountered an unrecoverable sensor error, resulting in estimated glucose values of -5 for the entirety of this period. While in automated mode, the system responded appropriately, transitioning to automated mode: limited and beginning delivery of safe basal, which is the lower of the user's manual basal program and the user's adaptive basal rate. After one hour of consecutive missing values, the system generated missing sensor values reminders as expected. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery or of any issues with the system was observed in the available cloud data. Cloud data does not contain battery charge information and so it could not be determined if the controller was able to hold charge. The exact cause of the reported unable to hold charge issue could not be determined.

Event description:
The patient reported that their personal diabetes manager (pdm) battery would not hold a charge for more than 7 hours, and the pdm was also displaying sensor issues. The patient stated they could not remain in automated mode which required them to stay in manual mode. The patient reported having high blood glucose (bg) levels that required medical attention, but the exact bg level was not reported. On (B)(6) 2025, the patient went to the hospital where they were diagnosed with diabetic ketoacidosis. The patient was treated with insulin pen therapy. At the time of the report, the patient was still hospitalized for observation, and their discharge date was not yet determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a pdm failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.